Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
It was reported that a battery fault was identified during preventative maintenance. There was no patient involvement. The battery will be replaced once the customer approves the repair.